Manufacturer narrative:
(B)(6). On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the system and replaced the differential preservative check valve (cv241) to resolve this issue.

Event description:
The customer reported differential test results were flagged with a r (review) flag and a system message of "low event rate: d" was generated when using the unicel dxh 800 coulter cellular analysis system in their laboratory. The customer reported this issue occurred for the first two patient samples after a 30 minute interval between sample runs. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified a premature failure of the differential preservative check valve, cv241. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.